Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a nonsustained lead noise event was observed via (B)(4) transmission. The ICD appeared to intermittently undersense the premature ventricular ectopic beats on the discrimination channel. The physician turned off securesense.